Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered a total of three rounds of anti-tachycardia pacing and six shocks for sinus tachycardia (up to 182 beats/minute). The rhythm match score ranged from 85% to 98%. The physician reprogrammed the tachy zone settings. The initial durations were increased according to guidelines, the ventriculat tachycardia zone was increased from 180 beats/minute to 190 beats/minute, the ventricular fibrillation zone was increased from 220 beats/minute to 250 beats/minute, and the rhythm match threshold was decreased from 94% to 85%. The patient's history included hypertrophic obstructive cardiomyopathy and bundle branch block. The ICD remains in service.